Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice device during initial drain. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm and assisted the patient in ending therapy. During the troubleshooting, it was determined that the patient did not open the clamp on the patient line during priming. The patient was to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The clamp on the patient line not being opened before the patient was connected is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It instructs the user to check the lines for closed clamps. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.